Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left iliac artery that was mildly calcified. The 9.0 mm/19 mm otw omnilink elite stent delivery system (sds) was advanced through a short sheath to the lesion without resistance felt. A contrast shot was performed to confirm placement. The sds was not exactly where they wanted it to be so the sds was removed without resistance felt. The guiding catheter was changed to an 8fr and the same delivery system was readvanced; however, it was observed that the stent implant was no longer on the balloon, but had dislodged in the lesion. The sds bumped the dislodged stent in the aorta which then migrated to the distal popliteal. The sds was removed from the anatomy. The stent implant was able to be snared successfully; however, caused no flow to the popliteal. An armada 14 balloon was advanced to the area of no flow and inflated reopening the vessel successfully. A 10 x 60 mm absolute pro sds was then advanced and the stent deployed successfully in the lesion without further issue. The final outcome for the patient was good. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspections were performed on the returned device. The reported stent dislodgment was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and subsequent patient effects appear to be related to circumstances of the procedure.